Event description:
It was stated that the customer was in the doctor's office with a low blood glucose reading of 29 mg/dl. The nurse stated that the customer had been admitted to the hospital three times in the past three weeks due to low blood glucose levels. The first blood glucose reading was 24 mg/dl, the second was 30 mg/dl and the third was 61 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.